Event description:
It was reported via user-facility medwatch report that "while the pt was being treated, nurse pushed the head down button on the outside of the bed rail of the bed and the head and foot of the bed went up and the bed raised without causation. There was pt involvement, however, there was no adverse consequences.

Manufacturer narrative:
Result - unintended motion.